Manufacturer narrative:
The technician replaced the patient position modules sensors to resolve the issue.

Event description:
The technician alleged that the bed exit alarm would not sound when a patient exited the bed. No patient impact.